Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. Upon inflation at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. A pinhole was identified in the balloon wall 5mm of the proximal edge of the distal markerband. Microscopic examination of the balloon material and markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. Upon inflation at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.